Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, during the first night post-op, the patient was going to the bathroom and heard a noise and the knee dislocated. Reportedly, the surgeon did not fault the original implants, but the lateral collateral ligament was damaged so the surgeon revised with a constrained insert. Responses to the information requests have not been provided as of the date of this medical assessment. Reportedly, dislocation and ligament damage was the root cause of the reported event; however, without the requested clinical documentation this could not be fully assessed. The patient impact beyond the reported dislocation, ligament damage, and subsequent revision with a constrained insert could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that revision knee was performed. During first night post operative, patient heard a noise, has knee dislocated, lateral collateral was damaged, so surgeon put in a constrained insert. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.